Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code:121720500, lot -d18121512 and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the primary surgery was performed via tha. The details are unknown. The surgery was completed successfully without any surgical delay. On (B)(6) 2019, the revision surgery was performed via tha to replace the head and the liner. The surgery was completed successfully without any surgical delay. On (B)(6) 2023, it was reported that the patient experienced dislocation several times. The revision surgery will be performed on (B)(6) 2023 to replace the head and the liner. On (B)(6), the re-revision surgery was started at 13:30. When the surgeon opened the wound for metal head removal, it was confirmed that the polyethylene liner had already been come off. Three of the four screws loosened, presumably pushing out the polyethylene liner. The screws were replace to the new ones and the liner were replaced to 36mm neutral liner implant. The surgeon preformed the trial head to reconstruct and the surgery was completed successfully without any surgical delay using 36 mm + 0 head implant.